Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not yet been determined. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The video telescope was returned to olympus with a flickering image reported by the customer. During the inspection at the repair center an image failure (green image) was determined. There is no indication that the image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Additional information: d9 - date returned to manufacturer, h4 - device manufacturer date; device evaluation: the suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The evaluation/investigation at the service center found the occurrence of a purple image. The detected image defect can also manifest itself as the image disturbance reported by the user. Therefore, the issue reported by the user was confirmed. The purple image was traced back to the r-unit. Thus, the reported incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.